Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. It was reported that during a the guidewire allegedly appeared to be caught and could not be retracted due to resistance. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. It was reported that during the procedure, the guidewire allegedly became caught and could not be retracted due to resistance. Later on follow-up information revealed that the j tip was stuck in the heart. They had to crack the patient's chest open to do open heart surgery to take out the j-tip guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample, one j-tip guidewire loaded in an unknown device and an unknown brand sheath were returned for sample evaluation. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Blood residues were noted on the device. The j-tip guidewire was noted to be stretched as uncoiling was observed throughout the guidewire. What appeared to be the exposed core wire, was noted on the proximal portion of the guidewire. The core wire was noted to be protruding the uncoiled portion of the guidewire, proximal to the loaded unknown device. The j-tip of the guidewire was noted to be protruding the distal end of the unknown brand sheath. Microscopic evaluation was performed flat core wire appeared to have a fracture as it was protruding the uncoiled portion of the j-tip guidewire. The termination of the flat core wire was observed to be granular. An attempt to offload the guidewire from the unknown brand sheath was performed and was unsuccessful. Therefore, the investigation is confirmed for the reported physical resistance, removal difficulty and identified unravel, deformation and stretch issue. However, the investigation is inconclusive for the reported entrapment in vessels issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2, b5, g2, g3, h1 (type of reportable events), h6 (patient, device, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample, one j-tip guidewire loaded in an unknown device and an unknown brand sheath were returned for sample evaluation. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Blood residues were noted on the device. The j-tip guidewire was noted to be stretched as uncoiling was observed throughout the guidewire. What appeared to be the exposed core wire, was noted on the proximal portion of the guidewire. The core wire was noted to be protruding the uncoiled portion of the guidewire, proximal to the loaded unknown device. The j-tip of the guidewire was noted to be protruding the distal end of the unknown brand sheath. Microscopic evaluation was performed flat core wire appeared to have a fracture as it was protruding the uncoiled portion of the j-tip guidewire. The termination of the flat core wire was observed to be granular. An attempt to offload the guidewire from the unknown brand sheath was performed and was unsuccessful. Therefore, the investigation is confirmed for the reported physical resistance, removal difficulty and identified unravel, deformation and stretch issue. However, the investigation is inconclusive for the reported entrapment in vessels issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, b5 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a mediport placement procedure, the struxure guidewire with a 3 mm j-tip and straightener encountered resistance and could not be retracted. Further evaluation revealed that the j-tip had migrated and became lodged in the patient¿s heart. The patient was emergently transferred to the hospital, where open-heart surgery was performed to remove the guidewire. The event was described as a traumatic experience for the patient. The patient is currently stable and recovering; a PICC line was subsequently placed to facilitate chemotherapy treatment. The current status of the patient was unknown.